Event description:
It was reported that a patient underwent a water vapor therapy procedure and was discharged the next day. After the procedure, a urethral balloon was placed to prevent urinary retention due to prostatic edema caused by the treatment. Ten days post procedure, the catheter was removed as the patient did not have urinary retention to begin with. Twelve days post the procedure, the patient developed a fever, and went to his routine follow up at an outpatient clinic. The patient was diagnosed with prostatitis. It was noted that the rezum treatment was still ineffective and there was a large amount of residual urine, leading to the view of the physician that the illness of the patient had gone from cystitis to prostatitis. The patient was treated with ceftriaxone infusion but the symptoms persisted. Seventeen days post procedure, the patient was admitted to the hospital and taz/pipc infusion was administered. Nineteen days post procedure, the fever subsided and the symptoms were resolved.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.